Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to the left ventricular (lv) lead implant, the guidewire passed through the lead as expected. Once the lead was positioned, the guidewire could not be removed. An attempt was also made to insert the guidewire further with no success. The lead was removed and a different lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the distal conductor of the lead was obstructed due to a stylet/guidewire stuck in the lumen. The stylet/guidewire was kinked/buckled. The tip seal on the distal electrode of the lead showed evidence of blood ingression. If information is provided in the future, a supplemental report will be issued.